Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the spiked trocars were received. The circular and envelope seals were intact. The flanges of the anchors were skewed and broken. Returned with the devices were four photographs which appear to show the devices on tissue. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the device seal disengaged, cannula and obturator broke, the product parts disintegrated and surgeon was unable to retrieve all pieces. A new product was opened but it collapsed, a forth (4th) was opened and worked to complete the case. The patient is alive with injury.